Manufacturer narrative:
The investigation was conducted in expert discussions (considering complaint description, customer service reports, system history, log file analysis). The investigation showed that a software issue in the stand and table control unit (scu) caused the system to block all movements. The software allowed the source-to-image distance (sid) to move beyond its defined limit, which triggered a safety error and stopped stand, table, and flat detector (fd) lift movements. This issue has been identified as a systematic issue which may occur repeatedly and lead to a serious injury and can only be resolved by service intervention. Recalibration was performed and the issue was resolved. A software update (ve40b patch 5 for icono with sinumerik one) was defined as a field safety corrective action to address the identified scu software issue.

Event description:
It was reported to siemens healthineers that a malfunction occurred while operating the artis icono biplane. Stand movements were not possible and a stand/table error was displayed.